Manufacturer narrative:
D9, h10.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected reset issue was verified, but the alleged pump temperature issue could not be verified.